Event description:
It was reported that the physician used a courier guidewire for the left ventricular lead placement. Once the lead was in the place, the physician tried to remove the guidewire, but the proximal end broke off. The physician elected to leave the broken piece of the guidewire in the pt

Manufacturer narrative:
Analysis and conclusion: no sample retains from the device were available, so it was not possible to evaluate any further wires from this batch. No samples were available from this batch for analysis. The analysis of the lot history records does not indicate any areas of concern relating to the strength of the wire. Guidewires are delicate devices and can fracture if their tensile limits are exceed during a procedure (e.g when a wire becomes snagged/trapped).